Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyg2408 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that during an infusion of physiologic solution a break was found on the internal portion of the catheter at 35.5 cm. The device was removed. The facility reports the catheter had a hole. The patient did not suffer any symptoms.